Event description:
The complainant reported that the patient exhibited signs of hemolysis, with a noted decrease in hemoglobin levels and no clinical signs or symptoms of bleeding, as per the physician¿s assessment. The impella device was positioned mid-ventricular, urine appeared clear, and no alarms were reported on the impella console. The physician concluded that the hemoglobin drop was likely attributable to impella-induced hemolysis.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: mechanical interaction with blood (hemolysis): the pump was not returned for investigation. Data log was not provided or could not be retrieved from the remote server. The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log review. Device history review: the pump passed all post sterile inspection checks.